Manufacturer narrative:
Investigation summary: no product was returned for investigation. Cardiac arrest/ ischemia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1899315. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, pedal pulses were not present in the impella leg. No further information was provided; however, it was later reported that the patient expired.